Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device #3 of 3: reference MFR. Report: 162748-2016-04097 and 162748-2016-04098. It was reported the patient experienced overstimulation at the ipg site. The patient reports this started three months ago and in addition, she has suffered multiple falls in the last few months due to vertigo. The sjm representative met with the patient and lead diagnostics revealed multiple low and high impedances and overstimulation at the ipg site with all programs. Reprogramming was done. X-rays showed no anomalies. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issues.